Event description:
Dealer claims the frame is bent and consumer has not abused the chair in any way. She states she has had this problem before with these chairs. I advised that credit may not be issued if chair is found to be damaged by user.